Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15004. It was reported, the pt experiences heating at the ipg site while charging her scs sys. The sjm rep reviewed the charging guidelines with the pt and sent a replacement charger. F/u identified that the replacement charger resolved the issue. On 8/1/2012, st jude med, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-12192011-003-r, 1627487-07262012-001-c, 1627487-07262012-002-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.